Manufacturer narrative:
An event regarding conversion from a distal femur to a total femur as a result of a tumour involving an mrs stem component was reported. It is reported that it was necessary for the patient to undergo surgery to convert from a distal femur construct to a total femur construct as a result of a tumour. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Conversion to total femur.

Event description:
Conversion to total femur.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No. Description lot code64813110 mrh tibial b/plt keel sml 1 scf6n 64952030 gmrs dist fem comp std l 65mm l7xkk 6541-4-003 headless pin - 3" unknown 64786705 ti dur reg fluted stem14x155mm trn105j 64812100 mrh tib rot comp xs-xl ja0916 64812110 mrhk femoral bushing lap507 64812110 mrhk femoral bushing lap030 64812140 mrhk tibial sleeve lar672 64812120 mrh axle lafag 64813213 mrhk tib ins 13mm xs/s s1/s2 lf382 64812130 mrhk bumper insert - neutral lan420 at this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.